Event description:
It was reported that an asymptomatic patient received a vibratory notification due to increased hv lead impedance. Noise was not reproducible with isometrics and pocket manipulation. A lead revision was recommended. No further information is available at this time.

Manufacturer narrative:
(B)(4).